Manufacturer narrative:
Kerr, nathan, et al. "Ab interno gel implant¿associated bleb-related infection." The american journal of ophthalmology, elsevier inc., vol. 189, no. 10, 2018, p.96-101. (B)(4). The reported events of ocular pain, vision loss, high intraocular pressure, exposure, hypopyon, other-medical and endophthalmitis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Multiple requests for further information have been made. Allergan has received no response from the authors. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Reported events of exposure, painful, decreased vision, diffuse corneal edema, hypopyon, 4þ anterior chamber cells, iop of 30 mmhg, and hypopyon in the left eye were noted in the article "ab interno gel implant¿associated bleb-related infection." The american journal of ophthalmology, elsevier inc., vol. 189, no. 10, 2018, p.96-101. This record is for the 2nd case. See MFR # 3011299751-2019-00021 for the 1st case and see MFR # 3011299751-2019-00018 for the 3rd case.